Manufacturer narrative:
Event dater: (B)(6) 2018 was used for the date of the event in this report. Customer reported the event occurred approximately 1- 11/2 weeks prior to (B)(6) 2018. The 3m¿ curos jet¿ disinfecting cap for needleless connector from this report was not saved. The product catalog number was not provided. The curos jet¿ disinfecting cap lot number for this event was unknown. Without a lot number, the expiration date and manufacture date could not be determined. E1 email and phone number for the nurse who provided the information in this report was not provided. 3m received a report from this facility in march 2018 alleging four patients (no specific patient information provided) experienced leaking of medication and mw2110898-2018-00040 was submitted to the FDA on 9apr2018 for this report. A 3m team visited the facility on 11apr2018. A nurse was interviewed and provided some information about one of the four patients in mw2110898-2018-00040. This report, mw2110898-2018-00053, was submitted with the patient/event information that was received. 3m has recently implemented a labeling change informing users of the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve in addition to bd maxzero¿ needle-free connectors. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo¿ solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (B)(4) may be used. End of report

Event description:
A nurse reported curos jet¿ disinfecting caps were placed on the needleless connectors of a patient's IV tubing. The patient had medication/fluid infusing via an IV pump connected to an extension set with a y adaptor. The patient reportedly experienced leaking of medication/fluid (circle of wetness noticed on the patient's pillow). The curos jet¿ cap was replaced and the leak reoccurred. The curos jet¿ caps were reportedly removed and no further leaking occurred.